Event description:
Patient's relative reports rupture diagnosed with an ultrasound and MRI. The device remains implanted. The side is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.